Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion service technician performed bench testing on model lap top ventilator 1150. All testing performed using a good known test ac adapter as well as a good known test patient circuit. The ventilator then passed 113 hour extended tests at customer¿s settings. The ventilator also passed the lap top ventilator final test which includes many ventilation and alarm functions. The ventilator also passed general check out. The unit passed all testing.

Event description:
The customer reported patient expired while connected to model lap top ventilator 1150. According to mother of child, she went into patients room around 9-10 am and found baby cyanotic. She reported hearing no alarms. Emergency medical services responded, patient was in full arrest and transported to the hospital where she was pronounced dead.